Event description:
It was reported during the patient's (B)(6) trial procedure, fluid was observed when attempting to gain access to the epidural space. Fluoroscopy confirmed dural puncture. Subsequently, the patient underwent a blood patch and there were no reported symptoms post procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.